Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "had two (2) essure coils within the right fallopian tube". Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On(B)(6) 2015, the patient experienced abdominal pain ("pain / abdominal pain / dull constant lower abdominal pain / left abdominal pain / chronic abdominal pain"). On (B)(6) 2016, the patient experienced foreign body in reproductive tract ("nonspecific 2mm metallic density in the anterior right uterus"). On (B)(6) 2016, the patient experienced swelling ("left groin swelling"). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and fatigue ("fatigue"). The patient was treated with oxycodone, paracetamol (acetaminophen) and surgery (bilateral salpingectomy with essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, foreign body in reproductive tract, menorrhagia, fatigue and swelling outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, fatigue, foreign body in reproductive tract, menorrhagia, pelvic pain and swelling to be related to essure. The reporter commented: the operative report noted that plaintiff had two (2) essure coils within the right fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: showed swollen lymph nodes hysterosalpingogram - on (B)(6) 2014: fallopian tubes occluded CT on (B)(6) 2016: nonspecific 2mm metallic density in the anterior right uterus which could represent a tubal ligation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.